Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. Testing of the rv lead was unable to reproduce any noise or another out of range measurement. An x-ray taken did not show any abnormalities. At this time no changes have been made and the rv lead remains in service. No adverse patient effects were reported.